Event description:
Allegedly on the on (B)(6) 2022 patient was sitting in the wheelchair with attached e-motion wheels. One of the e-motion wheels was punctured with an unknown object causing a blow with a bang. Patient has experienced a hearing loss on the right ear due to the bang. The chair respectively the affected wheel has been repaired by a technical aid center and is with the patient again.

Manufacturer narrative:
This event occurred in schweden. Alber gmbh is filing this report because the device is marketed and sold in the u.s. Allegedly an alber product is involved in the event and the patient suffered a hearing loss.